Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a full-height cubie drawer failure occurred. Specifically, auxiliary drawer 4 failed to remain closed. The drawer was reported to repeatedly open, indicating a potential issue with the drawer sensor magnet or the sensor itself. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 was failed to stay closed. A field service engineer found that the full-height drawer latch sensor was misaligned, realigned the sensor and verified proper functionality, witnessed successful recovery of the drawer and confirmed inventory of the previously failed items completed without issues. The system functioned as intended after the field service engineer repaired the device.